Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6). This report is being filed on an international product, list number 7p89 that has a similar product distributed in the us, list number 7p88.

Event description:
The customer reported discrepant alinity I anti-hbs results on multiple patients when compared to the patient¿s previous value from around (B)(6) 2020. Results provided: cutoff: (B)(6) sid previous / repeat: (B)(6) = (B)(6); (B)(6) = (B)(6); (B)(6) = (B)(6); (B)(6) = (B)(6); (B)(6) = (B)(6); (B)(6) = (B)(6); (B)(6) = (B)(6); (B)(6) = (B)(6). No impact to patient management was reported.

Manufacturer narrative:
A review of tickets was performed for the likely cause reagent lot number 22499fn00. The ticket search determined that there is normal complaint activity for this lot number and there are no trends for the product related to patient results. Historical performance in the field of reagent lots using worldwide data through abbottlink was evaluated. The patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming that this lot is meeting the alinity I anti-hbs product requirements. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling including sample integrity / handling instructions concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I anti-hbs kit (lot# 22499fn00).updated g1 contact information.